Event description:
As the rn was trying to prime the primary IV set, the set's pumping cassette flow regulator valve would not pull out to set the priming flow. The slide valve seemed to be seized or glued to the pumping cassette. Primary set exchanged and sent to biomedical for reporting to manufacturer. Infusion set was not used on the patient but rather replaced. Manufacturer response for primary infusion set, clave y-site, primary plum set (per site reporter). Awaiting follow up and RMA number to return to manufacturer.